Manufacturer narrative:
Analysis of the recharger (serial #: (B)(4)) found no issues during bench testing with charging ins or recharger or communication. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated whatever was done the last time did not resolve the issue. It was mentioned the patient wasn't very ambidextrous.

Manufacturer narrative:
Event date approximate. Other relevant device(s) are: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37642, serial# (B)(4), product type: programmer, patient; product ID: 37751, serial/lot #: (B)(4); product ID: 37642, serial/lot #: (B)(4), ubd: 28-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinsonian tremor. It was reported that they were unable to get the recharger or the controller to power on. They noted they charged their implant on saturday from 25% to 100% and today it was back to 20% as they typically charge every few days. It was confirmed the desktop charger (dtc) looked secure and the green light was on. The patient was unable to reset the charger as they had no dexterity in their hands and they were too shaky. It was recommended to change the aaa batteries in the patient programmer (pp) but they were unable to try due to a lack of batteries. No out of box failures were reported. They were transferred to repair for replacement. No further complications were reported or anticipated with this event.